Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor (icm) lnq22 was unable to correctly assess the length of a pause episode due to noise being detected as cardiac signals. The device terminated the pause event after sensing 12 cardiac events, which included noise intervals, causing uncertainty about the actual duration of the pause. This uncertainty led to a possible delay in treatment for the patient, as the clinic was unsure if the criteria for pacemaker implantation were met. The patient was under investigation for syncope, and the clinical action taken was to continue monitoring. No patient complications have been reported as a result of this event.